Event description:
A speedband superview super 7 ligator was used during esophagogastroduodenoscopy (egd) with verisi banding procedure. During the procedure, three verisies were banded successfully. The forth and fifth verisies were not banded and the bands were free in the esophagus. The physician pushed the free floating bands into the stomach with the scope. When the physician pulled the scope back into the esophagus and looked at the previously banded verisies, he found that the bands had come off. It is not known if those bands had been pushed into the stomach as well. They were no longer visible. The physician did achieve red out before banding each of the first three verisies, but he said that it did not happen on the forth and fifth verisies. So it didn't bother him that those two bands had come off. The physician used a wilson cook's six shooter to reband the verisies and completed the procedure with no pt complications. The pt's condition was reported to be fine. The pt was fine, but coughed up two bands during the recovery. It is not known which brand of bands were coughed up.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.